Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the time and date was resetting along with loss of prime warnings for the past three weeks, indicating that rebooting had occurred. He confirmed that the batter cap was secure, with no damage noted to the battery cap or corrosion in the pump. The patient reported that he experienced bgs around 300 mg/dl. There were no reported symptoms or ketones. The reported bg excursion does not meet criteria for reportability. The patient stated that he disconnected from the pump and implemented a back-up plan. The patient has refused to return the pump at this time. There have been no further reported incidents. This complaint is being reported as a malfunction due to the indication that the pump was rebooting without user intervention.